Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, an unspecified chamber of the tubing set was broken at an unspecified location. No specific details were provided. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.